Manufacturer narrative:
The actual device was returned for evaluation for noise. Reliability engineering evaluated the device and observed that the device had noise, stopped running and displayed an e6 error. All of these conditions were indicative of the motor going out. Therefore, the reported conditions were confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device made ¿a lot of noise¿. During in-house engineering evaluation, it was determined that the motor was going out. As a result, the device stopped running and displayed an e6 error. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.